Event description:
A 4.5mm cortex screw implanted in a 135 degrees lcp dhhs side plate-short barrel for a non-displaced intra-trochanteric fracture broke post operative. Broken screws were seen on x-ray and removed.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned. Synthes is unable to determine the manufacturer date without a lot number.